Event description:
"We applied the stapler across initially, and then applied it again, this time we encountered a hard structure. It turned out to be a calibration tube which is a lap band-type tube which was placed by anesthesia in error. The stapler actually cut through part of the tip of the calibration tube. We had to open this area, and remove the remaining pieces of the calibration tube from the abdominal cavity. A portion of the staples had pierced the tube itself. Once this was done, it left an opening in the gastric pouch as well as the rim of the stomach and these were both repaired with the stapler." This is from the operative note.